Manufacturer narrative:
Other text: additional information: device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Found fluid ingression on pump by the chassis base of the expulsor, which causes an inconsistent delivery issue. Expulsor assembly will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during testing of a smiths medical cadd legacy pump, it was noted that the pump failed accuracy (+6.60). No patient was involved in this event. No adverse effects were reported.